Event description:
New patient self tester (was switched from protime meter to inratio meter). Test results/information: see scanned table. There was no bleeding or bruising. No other patient information provided. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.